Event description:
The enterprise stent (enf453712) could not advance in the microcatheter. It was reported that the target site was the distal (ica) internal carotid artery that was normal. Prior and after removal from the package, the products were not damaged, and all the products were prepped per (IFU) instructions for use guidelines. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. Neither device distal tip (enterprise system or microcatheter) were re-shaped. A constant flush was maintained at all times through all the systems. The same microcatheter was not utilized to complete the procedure, and guidewire was not inserted to maintain target site. The microcatheter and enterprise were removed as unit. The procedure was completed successfully.

Manufacturer narrative:
The enterprise stent (enf453712) could not advance in the prowler select plus (606s255fx) microcatheter (mc). The difficulty occurred during initial transfer of the stent from the introducer into the mc. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the mc hub. The introducer was not damaged by the y connector. Neither device distal tip (enterprise system or mc) were re-shaped. A constant flush was maintained at all times through all the systems. The same mc was not utilized to complete the procedure, and guidewire was not inserted to maintain target site. The procedure was completed successfully. The mc and enterprise were removed as unit. The procedure was completed successfully. It was reported that the target aneurysm site was the distal (ica) internal carotid artery that was normal. Prior to and after removal from the package, the products were not damaged, and all the products were prepped per (IFU) instructions for use guidelines. No further information is available. A non-sterile prowler microcatheter (mc) was received coiled inside of a plastic bag. Device was inspected and compressed/flattened sections were observed in the proximal and distal body. The ID of the mc was measured and was found within specification. No obstructions were noted inside of hub when it was inspected under microscope. The received mc was flushed using a lab sample syringe 635-002; after that, an enterprise cordis lab sample was inserted in the mc; it advanced smoothly through the mc; however it was stuck on the compressed/flatten section; and therefore, could not be advanced out of the mc's distal end. The enterprise was removed without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062046 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With functional analysis, the reported insertion difficulty into the hub of the returned mc was not confirmed. There was insertion difficulty due to a compressed/flattened section of the distal end of the mc which is not related to the reported event. The cause of the compressed/flattened sections could not be conclusively determined; however, these do not appear to occur during the manufacturing process. Based on the report that there were no damages on the devices after removal from the patient, this is likely due to post procedure handling and method of packaging for return. Inspections are in place to prevent these types of damages from leaving the facility. In addition, there was no report of difficulty positioning the mc at the target lesion over a guidewire prior to attempted insertion of the enterprise. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If, prior to introduction of the stent fully within the mc, the introducer is not fully seated in the mc hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in opening of the stent in this gap which will inhibit forward movement. Although based on the available information, the exact cause of the reported insertion difficulty cannot be conclusively determined; it is possible that procedural factors may have contributed to the insertion difficulty. Neither the product analysis nor the device history record review indicates that the event is related to any prowler select manufacturing issues. Therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00149 and 1058196-2010-00150. Additional information will be submitted within 30 days upon receipt.